Manufacturer narrative:
MFR sent mailing envelope to pt, but pt could not find device and did not mail it back to MFR. Customer care representative conducted 3 control solution tests and 2 test strip tests over the phone with husband of patient (reporter). All 3 cs tests passed, and the two ts tests provided results consistent with typical readings for patients.

Event description:
Patient got a reading of 151 on prodigy pocket meter but felt symptoms of low blood sugar. Pt had earlier had diabetic sausage biscuits and gravy for breakfast. Pt called paramedics, who obtained a reading of 23. Paramedics treated pt at her home and did not transport to the e.r. Pt was administered gatorade and glucose pills.